Manufacturer narrative:
Qn# (B)(4). No UDI is available as there was no product code was reported. Other remarks: n/a; corrected data: n/a.

Event description:
It was reported that "horizon clips failing and causing patients to bleed out after surgery". At the time of this report, the customer has not returned our requests for additional information.

Event description:
It was reported that "horizon clips failing and causing patients to bleed out after surgery". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.